Manufacturer narrative:
Concomitant medical devices: model: dtba1d1, crt-d; implanted: (B)(6) 2015.

Event description:
It was reported that the patient presented to the emergency department (ed) due to an audible alert from their cardiac resynchronization therapy defibrillator (crt-d). Via a remote monitor report is was discovered the patient's right ventricular (rv) lead had triggered the alerts due to hgh svc coil impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.